Event description:
It was reported that the 9900 system foot switch would not work. No pt injury was reported.

Manufacturer narrative:
The customer cancelled the service call. A follow up report will be filed when additional details become available.